Event description:
It was reported that the insulin pump gave an alarm during the priming. Troubleshooting was performed. Found that the drive support cap was protruding. It was stated that the customer may have pressed on the cap at some point, but has not experienced hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose drive support disk. Missing end cap sticker and cracked case near display window corners noted during visual inspection.